Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer reported the device failed opcheck. There is no report of pt involvement.